Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device-20 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with more notable weakness on (B)(6) 2017. A neuro consult was requested and CT head performed revealed a new left frontal lobe subacute infarction. The CT scan results showed 2.7 cm nonhemorrhagic subacute infarct in the left frontal lobe. At the time of the event, the patient was taking aspirin and warfarin. The patient was hospitalized. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.